Event description:
While removing a polyp during colonoscopy with hot boipsy forcep, the metal sheath of the forcep broke with the jaws open. The colonoscope had to be withdrawn and the forceps cut with the wire cutters. The pt was rescoped without further incident.